Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). An impedance check of the system again showed 1395 ohms on c0-3 and 0-3 combination gave "???" On the left side. The "???" Was also seen on c-6 and 4-7 on the right side. The hcp increased the voltage and pulse width to 4.5v and 210 microseconds, respectively, and noted the "???" Went away on all except 0-3. It was noted they were trying to get an MRI related to a possible revision of the system due to the lack of therapeutic effect. The patient had worsening dystonic symptoms even after numerous programming sessions while the device was in use. It was also noted the patient's dystonia has been progressing over the last 10 years, which was stated to not necessarily be abnormal for this patient's indication. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for dystonia. It was stated that the dbs therapy was a "hail mary" for the patient because they have a rare form of dystonia. The patient was programmed in 2007. The hcp interrogated the ins in (B)(6)2016 and stated that it still has power. The hcp reported that the patient was getting blepharospasm (involuntary closing of the eye) as a side effect of therapy so they stopped using the ins. An hcp reported that they were thinking about implanting the patient with another dbs system. The patient's current system was turned off in 2007, about 6-8 months after implant due to the therapy not working for them, worsening symptoms, and a lot of side effects. The hcp was considering doing a revision and placing the leads in the subthalamic nucleus instead. An impedance check was done on june 6 at 0.7v with >4,000 ohms and <(><<)>15 microamps. An impedance check at 1.5v showed c1 and c6, on the left side, at 589 ohms and <(><<)>15 microamps. The patient was programmed on c1 and c6 when therapy was being used. On (B)(6), all contacts showed 1395 ohms except 0-3 and 4-7 which showed "???." No further complications were reported.